Event description:
It was reported that the device failed during a surgical procedure. The facility confirmed that the device ran intermittently and then stopped working while reaming. It is reported that these events occurred over the past year during over 30 unknown surgical procedures. The facility also reported that they believe they are utilizing the trauma recon system, trs, but cannot verify that. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history for the past six months was reviewed. The item was previously returned for service on (B)(4) 2013 due to the device not functioning. A service request for this item was called in on (B)(4) 2013 for the device having intermittent operation and then stopped working while reaming. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. Device was received on (B)(4) 2013. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as the device was not returned and an invalid lot number was provided. The lot number provided cannot be verified as a valid synthes or supplier lot number, hence, the device history record review could not be performed. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Power tool evaluation was completed on the device. The customer's complaint that the (7324) attachment does not function was confirmed. The device was evaluated and the complaint was substantiated. The ball bearings are most likely damaged from normal use over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.